Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient's speech has improved and they started rehab.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30740. It was reported that the patient experienced a brain bleed following a two stage dbs implant. The bleed was confirmed via a CT scan. The patient was transferred to the ICU on (B)(6) 2020, however they were unable to speak. Additional information received stated that the patient eventually was able to start speaking and they are currently in recovery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.